Event description:
It was reported that a remote transmission showed the left ventricular lead had high pacing impedance. Testing in the clinic yielded measurement within normal limits when the polarity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.